Event description:
It was reported that the patient underwent an exploration of the fusion mass l5-s1 as well as posterior spinal fusion and dynamic stabilization l3-l5. Per the operative notes, "the fusion mass was found to be very robust even addition to the small amount of bone that was removed over the screws and the rod" the fusion mass was inspected and found to be complete in the posterolateral aspect bilaterally. Rhbmp-2/acs was used in the posterolateral gutters l3-l5. No complications were noted, and the patient was discharged on pod 4. A 160 days post-op, the patient presented for a followup visit. Per the physician's notes, the patient "continues to be quite miserable and localized his pain to his right side of his lumbar spine. He reports significant numbness over the right lateral lower leg as well as the left lateral thigh, however, to less intensity." Scar is well healed. He is tender to palpation over the right side of the lumbar spine radiographs show good position of graft and hardware. No sign of hardware failure. 212 days post-op, the patient presented with low back pain. A CT scan was interpreted as follows: postoperative change is again seen at l5-s1 unchanged in appearance from prior study. Some posterior osteophytosis and disc space narrowing are seen at this level. New post surgical changes are seen consistent with posterior laminectomy and fusion from l3 through l5. Trans-pedicular hardware appears intact and in good position. There is some minimal lucency about the trans-pedicular screws bilaterally at l3 suggesting some osteolysis and possible loosening of the tips of the screws neural foramina, as visualized, appear adequately patent. There may be some subtle asymmetric foraminal narrowing on the right at l4-5 with possible compromise of the exiting right l4 root. Despite some fragmentation, bilateral fusion masses appear well healed. A 223 days post-op, the patient presented for follow-up. Per the physician's notes, the patient 'continues to report severe low back p ain. He has difficulty walking any distance greater than 30 yards. Continues to report significant persistent paresthesia through the lateral thigh as well as the right lateral lower leg. Denies any weakness. He is tender to palpation surround the scar. It is well healed with no sign of swelling.

Manufacturer narrative:
(B)(6). .(B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes, ¿the previously prepared bmp, local bone and allograft were then placed in the posterolateral gutters as well as the decorticated facets completing the posterior and posterolateral fusion.¿ no intra-operative complications were reported.

Event description:
On (B)(6) 2006: follow up visit. Patient has pain, numbness, weakness, difficulty walking. Patient claims to be totally disabled at this time. Patient with lumbar herniated disc and stenosis. Injury (B)(6) 2006. On (B)(6) 2006: injection of his ac joint (B)(6) 2006: arthroscopic debridement of the fibrosis arthroscopic distal clavicle excision open rotator cuff repair attempted biceps tendon repair (B)(6) 2007: MRI lumbar spine findings: multilevel spondylosis with variable neural foraminal narrowing as well as annular tears as described above, these are superimposed on suspected congenital spinal stenosis, (B)(6) 2007: pre and post op diagnosis: herniated nucleus pulpous, u-s l 2. Degenerative disk disease, l5-s 1. 3. Bilateral leg pain.' L5 lumbar laminectomy for neural decompression translumbar interbody fusion, ls-s I, using capstone cage,local bone, and infuse insertion of capstone cage posterior spinal fusion, l5 to s 1 using local bone, mastergraft, and infuse posterior instrumentation, l5 to s1, with (B)(6). On (B)(6) 2007: follow up visit, post op. Still has persistent back pain. Numbness in right hip and thigh. Numbness in leg. Radiographs: two views of the lumbar spine show maintenance of position of the graft and hardware. Impression: five month status post l5. S1 fusion, progressing slowly. On (B)(6) 2007: follow up visit: continues to have back pain with activity but ambulates better today. Radiographs: there is no signs of loosening of the hardware, appears to be some fusion mass on the right side from the transverse process to the sacral ala. . Impression: six months status post l5 s1 decompression, fusion with residual neurologic symptoms. On (B)(6) 2007: follow up visit: continues to have back and right lower extremity pain. A CT scan shows posterior bone graft/mass with no strong indication of solid fusion. On (B)(6) 2007: follow up visit. Patient shows no change, still has pain and other symptoms. On (B)(6) 2008: routine office visit. Have recognized adjacent segment disease at l4-5. Suggest additional spinal surgery. Decreased sensibility in the left foot down to the left heel. Recommendation: l4-5 fusion secondary to severe facet degeneration and vacuum facet disease. We will wait authorization. On (B)(6) 2009:pre-op visit. Patient has l4-s stenosis with severe facet arthropathy. Planned l4-5 decompression with posterior spinal fusion including removal of previous instrumentation, exploration of fusion mass and fusion at l4-5. Stenosis at the l3-4 segment (B)(6) 2009: physical exam, chronic back pain. CT lumbar spine. Status post l5-s 1 posterior spinal fusion, appears solid. L4-s disk degeneration, stenosis, severe facet degeneration. L3-4 stenosis. More surgery recommended. Pre and post op diagnosis: l3-4 stenosis. L4-5 stenosis. L4-5 spondylosis. Status post l5-s 1 fusion with retained hardware. Procedure: l3-4 lumbar laminectomy for neural decompression. L4-5 lumbar laminectomy with partial facetectomy for neural decompression. L4-5 posterior spinal fusion using infuse, local bone and allograft. Posterior instrumentation l3 to 1.5. Dyoarnic stabilization l3-4. Removal of hardware l5-81. Exploration of fusion mass l5-8 1. Use of intraoperative monitoring including ssep, emg and eeg with dr. Jack hastings the real time reading neurologist. On (B)(6) 2009: post op follow up. Complains of wound drainage. Placed on cipro. Doing better after surgery. Surgical incision healing well. On (B)(6) 2009: follow up visit, still has some discomfort throughout lower back. Recovery improved since surgery. Images show excellent position of graft and hardware. No sign of hardware failure. On (B)(6) 2009: follow up visit. Axial pain as well as paresthesias throughout the lower extremities. Surgical scar well healed. Radiographs show good position of graft and hardware. No sign of loosening. On (B)(6) 2009: follow up visit. Pain still, localized to right side of lumbar spine. Numbness over the right lateral lower leg as well as the left lateral thigh. Radiographs show good position of graft and hardware. No sign of hardware failure. On (B)(6) 2009: CT lumbar spine. Patient still has low back pain. Postoperative change is again seen at l5¿s1. Transpedicular hardware ap pears intact and in good position. Disc bulging at l3-4. On (B)(6) 2009: follow up visit. Patient still has low back pain. Persistent paresthesia through the lateral thigh as well as the right lateral lower leg. Radiographs show good position of graft and hardware. Considerable fusion mass is noted at l4-5.

Event description:
It was reported that the patient reportedly "developed overgrown bone" after some time.

Manufacturer narrative:
(B)(4).